Event description:
It was reported by the physician's nurse that her handheld froze on the hp screen. The nurse tried to perform a soft reset but still would not work. She then performed a hard reset and it did turn on but it shut off. Nurse indicated that it was not charged. New handheld was sent to the site and the old handheld was returned to MFR for product analysis. Analysis was completed on the handheld and a broken solder connection was identified on the handheld main board. The cause of reported allegation could be likely due to the broken solder connection. The broken solder connection prevented the main battery from making good electrical contact with pcb. This condition caused the hhd to intermittently lose power while the device is operating on the main battery power. No further anomalies were identified. An analysis was performed on the flashcard and the reported allegation could not be confirmed. No anomalies associated with flashcard software of database were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.